Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy due to af. Low, out of range hv lead impedance was observed. Upon replacing the lead and reconnecting the device to the new lead, the device was in backup vvi mode. The device was then explanted. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup operation was confirmed in the laboratory and was due to a power on reset. The cause of the reset could not be conclusively determined. The output circuit was noted to be damaged. The damage was believed to be caused by therapy delivery into a low impedance load.